Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision patient: chromium level 124, cobalt level 156. During the revision surgery, a large pseudotumor had been noted, dense fibrous tissue and osteolysis into pubis and ilium. Note: original operation date: (B)(6) 2005. Update:claimsuite ref and product lot number from crawfords update spreadsheet sated 8 nov 2011. (B)(4). Update 31 mar 2015 - added hospital.

Event description:
The pt was revised to address pseudotumor, elevated chromium cobalt levels, osteolysis, and fibrous tissue.